Event description:
It was reported that during an unknown procedure, the clips did not squeeze together tightly and did not stay in place. There is no further info available. There was no pt consequence.